Event description:
It was reported that an ilet user attempted a supply change without rewinding the ilet pump while the infusion set was connected to the body. The pump was off the body afterward until an in-person follow-up where troubleshooting and education were completed and the user successfully performed a correct supply change with instruction. Symptoms included hypoglycemia with a documented value of 63 mg/dl and recovery readings in the 70¿90 mg/dl range, without need for emergency care. Outcomes included treatment with oral carbohydrate and resolution of symptoms, with no hospitalization. Investigation included review of user technique, review of the supply change process, and re-education using the supply change guide and instructional video. Investigation of this case revealed user handling error related to failure to rewind prior to inserting the insulin cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through training and education.